Event description:
It was reported to boston scientific corporation in 2008 that a rapid exchange biliary stent device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed two days prior (adult female patient; age and weight are unknown). The complainant reported, "when it was attempted to release the stent, it was unable to pull the inner catheter." The procedure was completed with a different device (product/manufacturer unknown). No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Device, inoperable. The returned device comprised of the following: (1) push catheter with the suture attached, and (2) the distal end of the guide catheter was fully retracted from the push catheter. The following components were not returned: (1) the stent, (2) the proximal end of the touhy-borst adaptor, (3) the proximal end of the guide catheter, including the hub. A visual examination of the guide catheter noted it had been torn in two; the distal segment was returned for evaluation. The proximal end of this segment was noted to be stretched and torn, exhibiting a jagged edge. The distal portion of the guide catheter segment was kinked in multiple places, and also contained an impression of the suture, approximately 18 centimeters from the distal end; this impression is indicative of the suture cinch around the guide catheter, as intended during the manufacturing process. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. Bsc